Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the language settings changed after the pump had shutdown due to normal battery depletion. Customer's blood glucose level ranged between 324-325 mg/dl. During a follow-up, it was confirmed the issue resolved itself after turning the pump back on once more. Reportedly, the customer continued to use the pump for insulin therapy.